Event description:
Caller reported that the insulin gauge displayed an amount different than expected, specifically showing a current fill estimate of 28 units instead of the expected 256 units. There was no adverse impact to the customer's blood glucose level. The caller was advised to use room temperature insulin when filling the cartridge, and upon reloading the same cartridge, the fill estimate updated to a more accurate value. The caller decided to continue using the current cartridge and agreed to follow up if necessary. Cts educated caller to use room temperature insulin when filling the cartridge.